Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The subject device was evaluated on site by a field service technician (fse). The customer's event was unable to be replicated. The fse cleaned all electrical contacts (camera and connector). No fault found with camera after 20 minutes of testing. No cable cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit produced no image. The issue was found during preparation for use. There were no reports of patient harm.